Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had multiple spine surgeries since the ins was put in; however, those were unrelated to the ins. Patient reported sometime in (B)(6) 2018 was when an infection occurred. The patient stated that everything kept leaking fluid so the doctors decided it would be best to take the "hardware out". Patient confirmed that none of the manufacturer's implanted components were infected. It was reported that the patient was concerned that the ins battery was shifted because she had trouble at night. Patient explained it felt like she was sometimes laying on a stone due to where the ins battery was. Patient reported that she had been in pain since these issues occurred, and that she previously could walk with the hardware in. Patient reported that now that the hardware was out, she could not walk, has to use a walker, and has to have people lift her into her chair. No further complications were reported/anticipated.

Event description:
The reason for call was the stimulator had been implanted for 10 years and pt had gone through multiple surgeries on the spine because of a bad infection. Pt had titanium rod and screws put in after the stimulator and now the stimulator does not work now. When starting the ins it would shock them. After pt had their surgery the ins would not line up the way it should, the ins caused it to be painful for the pt to sit or lay down. Pt wanted to know what to do to get battery out. When asked for an event date pt noted 5 years ago when they had their surgeries and since then pt had been in and out of hospital in last 5 years. Pt had multiple surgeries for infections and they had taken out hardware for it was bad pt was on antibiotics in the hospital. Pt noted they were hooked up to a wound bag to clean up the infection. Pt noted the rods and screw in them made the people (ps understood surgeon) to not be able to get to the infection so they took out the hardware and for the next 3 months pt was seeing if there was infection pain. Pt noted they had therapy since pt was loosing the ability to walk even with a walker. Pt found their hcp phone number but pt needed to see where they stand with medtronic. Pt read up and it said the ins should be changed every 5 years and theirs had been in there for 10. Pt read that function of the battery can cause infections. Pt talked to a pa last week and they said they would look into their case file that was long. The patient was redirected to their healthcare provider to further address the issue. Ps also emailed local field representatives.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that since the ins was implanted, they've had numerous spinal surgeries and they had a horrible history of getting infections from surgeries so they didn't want to have the ins replaced or anything. Pt asked to connect with a rep to see if ins was still connected and active as they were able to charge the battery but they hadn't been able to get the ins turned on using the recharger. Pt said that the recharger would show that it was trying to connect to the ins, but that the ins wouldn't turn on. Pt said that they were referred to another pain management doctor, however they wouldn't be going back to hcp. Patient services (pss) advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. When asked for the event date, pt said that they tried last night again to get the ins to turned on but the ins battery was almost free floating and was moving around. Pt noted that the ins was in their right top buttocks. A rep later reported the patient would be meeting with another rep to discuss replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that had open wounds for approximately two years, but they were closed up and healed at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that their ins needed to be ¿recalibrated¿ because it moved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient alleged their device was overdischarged. The patient said she hasn't recharged the implant last couple of years due to health issues. The patient said she tried to recharge but she gets the reposition antenna screen. They also mentioned that due to their unrelated illness, they lost about 100 pounds, which caused their ins to move around. The patient reported that it hurts like the patient is sitting on a stone. The event occurred in 2019. No further complications were reported/anticipated.